Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturer reference number: 2135147-2020-00161 on (B)(6) 2020, a 10mm amplatzer septal occluder (aso) was selected for implant. During the procedure, the aso deformed into a different shape on echo and angio and was removed from the patient. A second 10mm aso was then selected for use, however the device also did not develop into the usual shape on echo and angio. The second 10mm aso was removed from the patient. An 11mm aso was then successfully implanted. No patient consequences were reported.

Manufacturer narrative:
Additional information sections: h2, h6, h10 . An event of device deformity was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.